Manufacturer narrative:
An event regarding disassociation involving an adm liner and metal femoral head was reported. Following review by a clinical consultant malposition of the trident shell was confirmed. Method & results: - device evaluation and results: not performed as the device was not returned. The device remained implanted. - medical records received and evaluation: a medical review was performed and concluded: "the irreducible nature of the dislocation is a procedure related design characteristic while there are no device related factors evident from the available material. Principal failure mode causing the dislocation is procedure related given the cup malposition in absent anteversion. As such is this pi case not device related." Conclusions: the root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If devices and / or additional information such as adequate clinical or radiological information become available, this investigation will be reopened. Remains implanted.

Event description:
It was reported that the patient had a revision of the left hip for dislocation- replacement of v40 femoral head and mdm insert. The patient initially presented to the emergency room at (B)(6) hospital (B)(6) with dislocated left hip and was relocated in ER.